Manufacturer narrative:
(B)(4). The carefusion (B)(4) was unable to investigate the alleged defective ddi pcba that was replaced by the third party servicing company for the 'driver won't restart' complaint allegation from the end user as it was not returned to the carefusion failure analysis team. The carefusion failure analysis engineer examined the 3100a ventilator s/n: (B)(4) and found that, the alarm silence button stays activated longer than the 45 seconds, complaint allegation by the third party servicing company. Finding/root-cause: duplicated, the alarm silence button stays activated longer than the 45 seconds, complaint allegation due to defective alarm silence switch.

Event description:
The customer reported that the ventilator stopped working while on a patient. After placing an in-line suction catheter in and suctioning, they were not able to restart the driver. They removed the patient and placed on another 3100a. No patient harm.